Manufacturer narrative:
Return requested for suspect ratcheting egg handle. No parts have been received by manufacturer for analysis. On 10/13/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Damaged ratcheting egg handle requested to be replaced. Part not received by manufacturer.

Event description:
A site physician reported that, while in a spine procedure, their egg handle impactor was broken. The damage occurred during a navigation system and imaging system demo procedure. The surgeon hit the impactor 6 - 8 times with a hammer 280 gr. Before it broke. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.